Manufacturer narrative:
7d surgical was able to receive the anonymized system log files and the post-operative CT scan from the initial surgery. An investigation was performed by 7d surgical in order to determine the root cause of the reported event. Based on the results of the investigation, 7d surgical was unable to determine the root cause.

Event description:
The 7d surgical navigation system was used to cannulate l3-l5 bilaterally during a posterior fusion surgery. After registering segmentally to l3, the surgeon verified and accepted the registration and placed 2 screws. The right l3 screw appeared in an appropriate position on the intraoperative fluoroscopy shot and was confirmed by the surgeon. Upon reviewing the patient's post-operative CT, the right l3 screw was identified as a concern with a lateral breach. The surgeon performed a follow-up revision surgery to correct the right l3 screw. The surgeon reported that the procedure was completed successfully.